Manufacturer narrative:
Preliminary analysis revealed that the reported issue resulted from a damaged cable.

Event description:
Reportedly, the home monitor no longer turns on. Preliminary analysis revealed that the reported issue resulted from a damaged cable.

Manufacturer narrative:
Preliminary analysis revealed that the reported issue most probably resulted from a hardware issue.

Event description:
Reportedly, the home monitor no longer turns on. Preliminary analysis revealed that the reported issue most probably resulted from a hardware issue.

Manufacturer narrative:
Upon reception, the subject home monitor was tested and the reported behavior was confirmed: the device could no longer be turned on. Analysis revealed that the impossibility to turn on the home monitor resulted from a damaged cprbr power/communication cable. Replacing the cable solved the reported issue. However, a permanent red pit light was also observed on the subject device. In-depth analysis revealed that the red light resulted from a communication error, which is most probably linked to a hardware issue. However, this hypothesis could not be confirmed with certainty.

Event description:
Reportedly, the home monitor no longer turns on.